Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; and a cartridge change error was identified.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.